Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was not booting up. Upon troubleshooting, philips remote service engineer (rse) confirmed that the issue was caused by a defective host pc in the m-cabinet. The defective part was returned to analysis where the failed component was "power supply". Philips field service engineer (fse) coordinated with the customer (biomed) to replace the host pc and hard disk. After the replacement of host pc and hard disk and hard drive, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.